Event description:
Revision surgery - the pt had a fractured ceramic head of the total hip.

Manufacturer narrative:
The reason for this revision surgery on june 3, 2013 was due to a fracture of the zirconia head after 13 years and 10 months in-vivo. The original surgery was performed on (B)(6) 1999. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to this event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number related to ceramic head fracture. The root cause for the fracture cannot be determined with confidence since the components were not returned. Factors that can contribute to zirconia head failure include: trauma, and edge loading, insufficient joint tension leading to increased impact loading. There is no evidence reviewed that suggests a design or manufacturing problem contributed to the failure. There are no indications of a product or process issue affecting implant safety or effectiveness.